Event description:
The facility reported an automix 3+3/as compounder which would not audibly alert upon power up or when the compounding job was completed. This condition occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. Evaluation summary: baxter service center received the device and performed visual inspection and functional testing. The customer reported problem of a compounder which would not audibly alert upon power up or when the compounding job was completed was confirmed and duplicated during device evaluation. This condition was caused by a defective speaker on the input/output printed circuit board (I/o pcb). The I/o pcb was replaced to correct the reported condition. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release.